Manufacturer narrative:
Title: repeat serial transverse enteroplasty leads to reduction in parenteral nutrition in children with short bowel syndrome source: journal of pediatric surgery 56 (2021) 733¿737 . If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between january 1, 2008 and january 1, 2018, postoperative to a second serial transverse enteroplasty (2step), one patient had 3 staple line leaks requiring repair and small enterotomy. Another patient had multiple staple line failures and requiring areas of resection with repeat laparotomies over the next 2¿3 weeks for repair of recurrent perforations. Hospitalization was extended as a result of the event.